Event description:
The customer reported to olympus after a procedure involving the subject device, the patient had a fever and was treated with an antipyretic. The customer was unaware of any additional symptoms from the patient. The patient recovered and was discharged from the hospital. There were no abnormal findings on a followup visit on (B)(6) 2022. The physician does not see any causal relationship between the event and the device. The ureteroscope was sterilized in a flexible scope tray with sterrad without a booster. The facility stated that they heard they could perform sterrad sterilization with the flexible scope tray. It is unknown if there was a device malfunction. The sterilization type and cycle settings were: 100s long cycle. The procedure was a fiberoptic transurethral lithotripsy (f-tul). The facility stated the stone was hard" or the procedure could not be completed because it was a difficult case to insert. No additional information is available.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.